Event description:
The patient reported scarring at his infusion site. He stated he believes the weight of the pod causes the wound at the pod site to grow, whether it is worn on the stomach or leg. Specific questions about the appearance of the site, preparation, and removal of the pod were not asked during the initial conversation. The pod was worn on the leg.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: up1a.231005.007.s916u1ues6cyb3 smartphone hardware: sm-s916u1. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.